Event description:
The male pt received two cypher select plus stents to treat a bifurcated lesion in the lad and the 2nd diagonal. The main branch in the lad had 90% stenosis and was predilated with a 2.5 x 20mm balloon at 18atm. A 3.0 x 23mm cypher select plus stent was implanted at 16atm. The side branch in the 2nd diagonal had 90% stenosis and was predilated with a 2.5 x 20mm balloon at 8atm. A 2.5 x 23mm cypher select plus stent was implanted at 12 atm. During the six month follow-up, the pt had unstable cii angina. Angiography revealed 30% stenosis in the main branch of the lad, 40% stenosis in the side branch of the 2nd diagonal, and a new significant stenosis in the ostium of the rca. A stent was placed in the rca in order to treat the new lesion. At the 18 months follow-up, the pt had a non q wave mi that was target vessel related. There were inefficient attempts of revascularization for the occluded target lesion.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-01767. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.